Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected low suspend. Blood glucose was 189 mg/dl and the sensor glucose value was 87 mg/dl. Sensor glucose value that triggered the suspend event was 63 mg/dl. Troubleshooting was performed and the customer was advised that the sensor may no longer be responding to glucose changes most likely due to the sensor not situated properly in the infusion set preventing sensor from properly tracking changes in glucose and may also be related to site location/rotation, insertion technique or tape type/technique. Nothing will be replaced or returned.